Event description:
Complainant alleged that while attempting to treat a pt the device is appropriately shut down. Complainant did not indicate that there was any adverse effect of the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.